Event description:
It was reported to target that during a neuro radiology procedure in 2000, to treat an aneurysm, a gdc coil was placed in the aneurysm dac at petrous internal carotid artery level. During the launch procedure of the coil the generator stopped signaling the coil was detached. But the coil was partially attached at the gdc delivery wire. The physician removed the delivery wire and the coil inside the patient's aneurysm was stretched at the proximal part on about 1-cm. Then the coil detached by itself from the delivery wire. After several attempts it was not possible to replace the last 1-cm inside the aneurysm. The last 1-cm of the coil was floating inside the pt's artery. There were no complications and no neurological deficit for the pt after the procedure.